Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net. The patient presented in clinic for further troubleshooting feeling fatigue. After a firmware download, the device resumed normal function. The patient was stable post event.